Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that a peritoneal dialysis (pd) patient was hospitalized overnight for monitoring on (B)(6) 2018 following an out-patient procedure earlier in the day. The nurse stated that the procedure was not related to pd therapy or the use of any fresenius pd products or devices, however, the reason for the procedure and hospitalization was not provided. The patient continued pd therapy on a hospital cycler with no reported injury or adverse events. The patient was discharged from the hospital on (B)(6) 2018 and continues pd treatment without any further issues. No further information has been made available at this time.

Manufacturer narrative:
Additional information: device evaluation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The accelerated stress test (ast) was performed and had passing results. There were no fluid leaks found in the test cassette during the ast. An internal inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The mushroom head check and patient sensor calibration check had passing results, but the glucose test had positive results. An investigation of the device history (DHR) records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. The investigation into the cause of the reported patient incident was not able to be confirmed. An evaluation of the returned device could not identify any malfunctions that would cause or contribute to the hospitalization event.